Event description:
It was reported to manufacturer that during an initial implant surgery, the surgeon implanted a lead and generator and when a system diagnostic test was performed, high lead impedance resulted. Troubleshooting was performed that included repositioning the electrodes several times and the high lead impedance remained. A new lead was implanted and tested with the generator and high lead impedance still resulted when tested. A new generator was then used and the high lead impedance resolved. The initial lead and generator were returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.